Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing worsening of pain. It was also noted that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Device malfunction was suspected. The explanted ipg was not returned.